Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg test system (hcg stat) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 1.86 miu/ml accompanied by a data flag. This value was reported outside of the laboratory to the doctor. The sample was repeated on (B)(6) 2018, resulting as > 10000 miu/ml accompanied by a data flag. The sample was repeated a second time on (B)(6) 2018 with a 1:50 dilution, resulting as 9915 miu/ml accompanied by a data flag. The sample was repeated a third time on (B)(6) 2018 with a 1:10 dilution, resulting as 10489 miu/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The hcg stat reagent lot number was 24867503. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
On the day of the event, controls recovered within expectations. Based on the provided data, there was no indication of an instrument problem. The investigation was unable to find a definitive root cause.